Event description:
A customer reported that the probe on the coulter act diff hematology analyzer was leaking a fluid at the end of the start up cycles only. The leak was approximately the volume of a nickel, and was dripping onto the counter. The customer was wearing gloves and a lab coat when the leak was found, and cleaned the spill using germicide. Msds was reviewed and there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No patient results were affected. Beckman coulter field service engineer (fse) replaced worn and cracked tubing on the waste pump (pm1), resolving the issue. Blood, diluent, cbc lyse (lysing agent), and clenz (cleaning agent) may be associated with the leak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).